Event description:
It was reported that a patient presented for an implant procedure. During the procedure, it was noted that a guidewire could not be advanced through the left ventricular (lv) lead. The lead was ultimately not used and was replaced with a new lead. It was later suspected that the issue was likely related to clot formation within the delivery catheter. The patient condition was stable.